Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 561-581 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Additionally, it was reported that the pump time was incorrect, cause was unknown. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged settings issue could not be verified.